Event description:
It was reported to covidien on (B)(6) 2014 that a customer had an issue with a suction catheter. The customer reports a pre-term male, twin boy had a birth weight of (B)(4)grams in mild respiratory distress. A suction catheter (8fr open suction mini tray) used in the baby's delivery would not work. After changing to another catheter of a different size it worked fine. Later the same baby while intubating, suction catheter (8fr open suction mini tray) was used and did not work again. After intubation the customer reports attempting to try to suction water with the catheter and was unsuccessful. Multiple catheters of the same lot number were tried and all found to be unusable.

Manufacturer narrative:
An investigation is currently underway, upon completion the results will be forwarded. (B)(4).